Event description:
It was reported that the right ventricular (rv) lead exhibited elevated thresholds, and it was determined that a portion of the insulation at the proximal part of the lead had been pulled away. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5554 lead, implanted: (B)(6) 2003. (B)(4).